Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported his insulin pump is not turning on and he has changed the battery twice. Customer's blood glucose was 73 mg/dl. The device has not been dropped or exposed to moisture. Customer uses energizer batteries. The battery compartment and cap is not damaged. Customer removed the battery for ten minutes and cleaned the contacts, but the display did not return. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.